Event description:
It was reported that the atrial lead fractured and exhibited noise. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation descriptionl: final analysis found insulation abrasion exposing the outer coil at 7.6 cm to 7.8 cm from the connector pin. The abrasion was consistent with constant friction to the pulse generator can. This likely contributed to the reported complaint of noise.